Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped inside the patient. Hemostasis was achieved by manual compression for thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure inside the patient. The balloon lost pressure after being pulled to the arteriotomy. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was used in an interventional procedure and a retrograde approach. The deployer is in training with mynx. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) popped inside the patient. Hemostasis was achieved by manual compression for thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure inside the patient after being pulled to the arteriotomy. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The mynx vcd was used in an interventional procedure and a retrograde approach. The deployer was in training with mynx. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received connected to the device. Furthermore, a cordis procedural sheath was locked onto the device with no damages noted on it and residues of dry blood in the sheath. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was found in its manufactured position, fully covered by the sealant sleeves, and the sealant was exposed to blood. No damages were observed to sealant sleeves assembly. Per functional analysis, an inflation/deflation test was conducted as per the mynx control IFU. The findings indicated a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear was discovered in the balloon of the returned device upon visual inspection at high magnification. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was moderate presence of calcium in the vicinity of the puncture site with mild tortuosity) most likely contributed to the reported event since a calcified vessel can cause this type of damage to the balloon and it reportedly lost pressure after being pulled to the arteriotomy. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.